Event description:
According to the reporter: the tip of the device was broken when the product was opened. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 08/04/2008.